Event description:
It was reported that on (B)(6) 2026, a 30-25 mm amplatzer talisman pfo occluder was chosen for implant using a 9f amplatzer talisman delivery system to treat patent foramen ovale (pfo). It was noted that the device conformed to mushroom shape after deployment. The deformed device was never released from the delivery cable while inside the patient. The procedure was completed successfully using a new 30-25 mm amplatzer talisman pfo occluder (lot # 10943922) using the same delivery system. There was no angulation or kink noted in the delivery system. There was no interaction with cardiac structures during deployment. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects reported.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.